Event description:
It was reported to baxter that an interlink t-con ext set/micro-bore disconnected. The customer reported there was blood found to be leaking from arterial line with blood backup in pressure line. The arterial line flushed easily and waveform remained optimal. Flushing of line revealed a defective t-connector at connection point between female portion of t-connector and male portion of 4-way stopcock. The problem was noted during infusion therefore there was patient involvement however any report of patient injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). A batch review cannot be performed since there was no lot number provided. If additional information becomes available, a followup report will be submitted.

Manufacturer narrative:
(B)(4). No sample was returned to baxter for evaluation. If additional relevant information becomes available, a follow up report will be submitted.